Event description:
The pt reported she has had elevated blood glucose readings above 500 mg/dl in 2009. Her target blood sugar 100-140 mg/dl. She said that today her reading is 240 mg/dl. She said, she changes her insulin infusion headset every 6 days when she changes her insulin cartridge. She last changed her infusion device adapter several months ago. She was educated on when to change the adapter. She states, she was able to correct her readings and her blood glucose returned to her target range of 132 mg/dl immediately before the report. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.